Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. One loose detached needle and one open paper folder containing one partially wound detached suture were returned. The detached suture attachment tip was examined and found to have short suture insertion. The detached needle was examined and found to have correct swage, no suture remnant was found in channel. Conclusion, the swager did not introduce suture completely in needle channel.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. While dispensing the product, the needle pulled off the suture. A like device was used to complete the case. There were no adverse patient consequences.